Event description:
It was reported that during a low anterior resection procedure that the device was fired and staples did not look to be formed and some looked like they were missing. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.